Manufacturer narrative:
The mega suture cut needle driver instrument has been returned and evaluated by the failure analysis team on (B)(6) 2024. Failure analysis (fa) investigations found the instrument to have a broken grip cable at the idler pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suture cut needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument had a torn cable. The procedure was completed with no reported injury.